Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported via a hot line call from the rn in the ICU that the patient had cp (chest pain), no mi (myocardial infarction). The rn stated that while the patient was in the ccl (cardiac cath lab) they had attempted to place an intra-aortic balloon (iab) and were not able to get an ap (arterial pressure) waveform from the fos (fiberoptix sensor), so they removed it and replaced it with another fos iab.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of fos would not zero is not able to be confirmed. If the product is returned at a later date, a full investigation will be conducted. The root cause of the complaint is undetermined.

Event description:
It was reported via a hot line call from the rn in the ICU that the patient had cp (chest pain), no mi (myocardial infarction). The rn stated that while the patient was in the ccl (cardiac cath lab) they had attempted to place an intra-aortic balloon (iab) and were not able to get an ap (arterial pressure) waveform from the fos (fiberoptix sensor), so they removed it and replaced it with another fos iab.